Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 600 mg/dl range and the ketone level was high. The customer was taken to the emergency room (ER) and was treated with an intravenous drip. After 3 hours, the customer left the ER and the bg level had been lowered to 211 mg/dl. Since the ER visit, the customer's bg was within target level.